Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Device history record (DHR): reviewed the DHR for batch 16k04ge201, there is no such defect detected at in process and at final control inspection pertaining to fast flow rate. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): pump infused too quickly. Pump used for epi medication. Pump infused too quickly, supposed to empty within 8 hours, but it was empty after 5 hours. The pump placed correctly adhered to the skin, and placed in the same hight as the insertion site. No leakage of liquid. The pump was unfortunately not kept, as there was no attention of this during shift between midwifes at the ward. No further consequences (harm) for the patient, only incorrect dosis.